Event description:
Additional information was received from the healthcare professional indicating that the patient was scheduled to have an evaluation with a representative.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the ins recharger (insr) would not charge the ins fully. The patient stated it usually took 4 hours to charge, but she charged for 6 hours on (B)(6) and it did not charge fully. She reported her ins was at less than half but she got 8 coupling boxes. The patient also reported that her insr was having issues holding a charge. She stated she was meeting with her healthcare professional and her representative (rep) today. The caller noted that when the insr was plugged in the ¿plug¿ symbol was there and the ¿battery interval¿ was flashing as well. The patient was told that seemed normal and she stated she would just talk to the rep about that issue. No symptoms were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.